Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified internal carotid artery. A 5.5mmx30mmx135cm (4f) sterling balloon catheter was selected for dilation. However, during setup, the balloon failed to release air and could not apply negative pressure despite multiple attempts. Upon checking, it was noted that the balloon was ruptured. The procedure was completed with a non-boston scientific device. No patient complications were reported.